Event description:
The device was returned for sticky fva pins. There was excessive drag to the outlet fva pin that was resolved with cleaning. Fva pin lip seals will be replaced during repair.

Event description:
The following has been reported: biomed reported: "no patient harm. We have an IV pump that is having an issue. Staff states that "the pump is saying it needs to be serviced.". A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.